Event description:
It was reported that during percutaneous transluminal angioplasty (pta) procedure, a balloon ruptured occurred. The 150 mm long, concentric, 100% stenotic, de novo lesion was located in the severely calcified and moderately tortuous left superficial femoral artery. The physician deployed a non-bsc stent and then advanced the 830x60/135 sterling balloon to the lesion to post dilate. On the first inflation, the physician inflated the balloon to 6 atms. On the second inflation, the physician inflated the balloon to 8 atms and the balloon ruptured. There were no pt complications. The procedure was completed with a different device. Pt status is reported as "good".

Manufacturer narrative:
(B)(4): device eval: it is indicated that the device will not be returned for eval, therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).